Event description:
The customer reported that he cannot get his blood glucose readings under 200 mg/dl for about a week and half ago. Troubleshooting was done. Customer's blood glucose was 240 mg/dl. During the troubleshooting, the customer stated that batteries do not last long and saw bubbles along the tubing and label was missing. Customer also mentioned due to heat and sweating the infusion sets does not stick into his body. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. Customer declined to do troubleshooting for lost sensor. No further information provided.